Event description:
Info rec'd indicates the head and foot function articulations are not working.

Manufacturer narrative:
The technician isolated the issue to the head and foot solenoid valves. The technician replaced bot solenoid valves to repair the bed.